Event description:
Healthcare professional reported that during implant the surgeon found that the valve did not close as it should. The disc was noted to have come off one pivot. He abandoned the valve and implanted another valve with no reported adverse effects to the pt. The valve was not returned for analysis.